Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard urethral catheters were missing from the individual packing with both ends were sealed.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Photo: received one (1) photo sample. Photo sample showcase the back of catheter packaging. Based on the photo sample received, cannot determine if catheter was missing from the packaging. Therefore, it is unknown if the product meets specifications. No additional action were required at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard urethral catheters were missing from the individual packing with both ends were sealed.